Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The customer's reported issue was confirmed. The downstream occlusion (dso) sensor was defective. The dso sensor will be replaced.

Event description:
It was reported that the cassette is not recognized by the pump. There was unknown patient involvement. No patient harm/adverse event was reported.